Manufacturer narrative:
The battery ejector assembly was worn out and would not reliably hold the battery, allowing the battery to pop out.

Event description:
The customer reported that the unit was not operational.